Event description:
It was reported that the audiologist of the patient called to state that the patient's implant had not stayed secure in the implant bed as there is a huge bump at the site and she is experiencing pain. The patient is not currently using her external equipment. The surgeon hopes to be able to simply re-position and secure the original implant, but a back-up device will be available if required.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.